Manufacturer narrative:
Patient information, complete initial reporter information and product information could not be obtained. It's not possible to determine the manufacture date and 510(k) number without the product information

Event description:
A customer stated his child ingested the contour next control solution . There was no allegation of serious effects. This is not a product problem. No evaluation is needed.